Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reported pt's implant/device has always protruded from their body and it causes them pain to sit down. Caller confirmed this has been the case since date of implant. Caller stated pt is interested in having the device explanted. The patient was redirected to their healthcare provider to further address the issue.